Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic probe had unevenness in the metal that prevents the probe fitting through the trocars. The procedure details were not reported. There is no patient impact reported.

Manufacturer narrative:
A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The returned sample was connected to a calibrated purepoint system, and was successfully recognized. A visual assessment under a microscope was performed and revealed clear foreign material on the cannula. Additionally the probe failed length test due to the tip having a broken nitinol. Sample evaluation at manufacturing site revealed the returned sample had clear foreign material on the cannula. Based on the results of this investigation, the reported event was confirmed. However, it remains inconclusive how or when the foreign material was deposited on the cannula. How or when the foreign material was introduced could not be determined conclusively. Based on the information obtained, the root cause of the reported event is inconclusive. The root cause of the reported event is inconclusive. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).